Manufacturer narrative:
Sc-8336-50 sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that electrode number 25 was dislodged, and it is missing. Cable number 25 was exposed. This type of damage occurs when the lead is exposed to excessive mechanical force caused by bending the paddle lead, resulting in the dislodgement of the electrodes. With all the available information, boston scientific concludes the reported event was confirmed visual inspection revealed that electrode number 25 was dislodged, and it is missing. Cable number 25 was exposed. Review of the device history record did not find any anomalies or deviations that potentially relate to the reported event. This type of damage occurs when the lead is exposed to excessive mechanical force caused by bending the paddle lead, resulting in the dislodgement of the electrodes. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that following a lead replacement procedure, the physician noticed missing contacts on the paddle lead.

Event description:
It was reported that following a lead replacement procedure, (MFR. Report number: (B)(4) the physician noticed missing contacts on the paddle lead.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.